Event description:
Same case as MFR# 2134265-2011-02795. It was reported that post a stenting treatment procedure, in stent restenosis occurred. The 90% in-stent restenosed unknown bare metal stent was located in the moderately tortuous, severely calcified proximal right coronary artery (rca). The physician deployed an unspecified taxus liberte stent to treat the restenosis. Post the stenting procedure, restenosis was identified in the taxus liberte stent. The lesion was dilated with an unknown cutting balloon. Post the intervention, in-stent restenosis was identified again in the taxus liberte stent. The lesion was ablated with the 2.15mm rotalink plus burr, approximately 5 passes were performed. The patient's heart rate and blood pressure decreased. The physician stopped the ablation procedure and plain old balloon angioplasty (poba) was performed to complete the procedure. No patient complications were reported and the patient's status is stable. Additional information was requested, but not available.

Event description:
Same case as MFR# 2134265-2011-02795. It was reported that post a stenting treatment procedure, in stent restenosis occurred. The 90% in-stent restenosed unknown bare metal stent was located in the moderately tortuous, severely calcified proximal right coronary artery (rca). The physician deployed an unspecified taxus liberte stent to treat the restenosis. Post the stenting procedure, restenosis was identified in the taxus liberte stent. The lesion was dilated with an unknown cutting balloon. Post the intervention, in-stent restenosis was identified again in the taxus liberte stent. The lesion was ablated with the 2.15mm rotalink plus burr, approximately 5 passes were performed. The patient's heart rate and blood pressure decreased. The physician stopped the ablation procedure and plain old balloon angioplasty (poba) was performed to complete the procedure. No patient complications were reported and the patient's status is stable. Additional information was requested, but not available.

Manufacturer narrative:
Device evaluated by manufacturer - the rotablator plus unit returned. It was noted that the burr of the catheter unit was attached to the catheter but loosened. A visual examination of the unit was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was wire guided using a control guide wire. Resistance was met near the burr of the catheter. During wet testing, the unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled. The turbine was found to be severely corroded. The burr was microscopically examined. The annulus of the burr was flared and misshapen. The distal shaft was stretched proximal to the burr. The proximal section of the loosened burr was damaged. It was noted that adhesive was evident where the burr was attached to the coil during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).